Event description:
Meniscal arrow placed in 1999. Pt complaint of knee discomfort throughout next 6 months. Reoperated in 2000, found to have significant fragment of one arrow still remaining in medial collaterial ligament.